Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate accuracy test low: 18.5.2, 18.3.3, 18.7" was not reproduced. Evaluation sent the device for the flow accuracy testing at a delivery rate of 40ml/hr with a volume to be infused of 40. The results were (B)(4) which is an error percentage rate of (B)(4) which is within specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test low (values of 18.5, 18.3, 18.7). This occurred preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.